Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) tip cover fell into patient intra-abdominally on (B)(6) 2025. Laparoscopy and exploration laparotomy did not find the foreign body. The computed tomography (CT) scan was performed the next day confirmed an intra-abdominal foreign body. Repeat surgery was scheduled for (B)(6) 2025 for removal of the foreign body but was performed on (B)(6) 2025. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked by the nurse prior to use, but not by the surgeon. During instrument removal, the nurse observed the mcs tip cover accessory slipping. It was removed and inspected for proper placement, then reattached. However, once inside the abdomen, the cover began to slip again, developed a visible crack, and ultimately fell into the abdomen during withdrawal. The surgeon suspects the cause was ¿snagging¿ of the protective sheath at the internal orifice of the trocar. The exact duration of mcs use was difficult to estimate, but three tip covers were required, as two cracked¿only one of which fell into the abdomen, and the second was replaced due to similar defects and to avoid slipping. No functionality issues with the mcs instrument were noted during the procedure, and no instrument collisions occurred. The tip cover had been installed correctly using the required tool, without any lubricant, and no reducer was used. The orange surface became visible as the cover slipped and became fragile, prompting removal. There was no difficulty removing the instrument except for the loss of the accessory. The instrument wrist was straightened upon removal, and after the event, the staff found the tip cover cracked but observed no additional damage to the instrument or cannula. The mcs tip cover accessory is available for return to isi for evaluation, but there are no photographs or videos available for review.

Manufacturer narrative:
The mcs tip cover has not been received for failure analysis evaluation.